Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop

Event description:
The hospital reported that t.w. Power supply is not working. The problem was discovered while preparing for a procedure. The customer is not aware of any patient affects.